Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "swollen", "pain", and "nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm® voluma¿ with lidocaine in the cheeks. Patient was then injected with 2 ml of juvéderm® volift¿ with lidocaine in the cheeks 1 month later. Two (2) months later, patient was injected with juvéderm® volbella¿ with lidocaine in the lips. Patient received "elemex" before injections. One (1) week after last injection, patient had an attack of cold sores in lip area. Two (2) months later, patient experienced swelling, pain, and nodules in the lips, and "delayed swelling" in the cheeks. Upon examination, the hcp noted "whole lips are swollen but the swelling is more marked exactly where I did the injections. There is also an area more swollen than the rest on the left upper lip, where [patient] had the cold sore." Patient is being treated with reflex, acyclovir, prednisolone, and hyalase. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00372 ((B)(4)), and MDR ID# 3005113652-2018-00376 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine.

Event description:
Healthcare professional reported "I have been injecting all affected areas (all three filler sites) with hyaluronidase to reduce the swelling, redness and pain. There has been some local neovascularization around the lip area that we may need to reduce with ipl. The patient is managing the symptoms but is not 100% recovered."

Manufacturer narrative:
Additional information: describe event or problem.